Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), lot: a000080631. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to set the device into MRI mode. System diagnostics recorded high impedance on one lead. As a result, surgical intervention was undertaken wherein the lead was explanted. During the surgery, patient stopped breathing. Additional surgical intervention may take place to address the issue. The investigation did not determine which lead recorded high impedance.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.